Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the implant had never worked compared to the trial. The patient is planning on an upcoming surgery for her heart condition that's deteriorating which is unrelated to the implant. She would like to have the system explanted beforehand. The patient was referred to her health care provider regarding the explant. The patient's medical history includes having 3 surgeries prior to the implant where she needed defibrillation due to her blood pressure going haywire. The patient's indications for use include spinal pain and failed back surgery syndrome.

Event description:
The patient had her device installed over a year ago. When the test device was installed it worked wonderful. After the permanent device was installed it has never worked very well at all. The implantable neurostimulator (ins) never helped with symptoms control like the trial. The doctor has checked and taken x-rays. It was determined it has not moved and in the same place the test device was in. The device has been adjusted several times, but it still doesn't work nearly as well as the test device. It was very hard for the patient to continue to go the doctor's office as it is nearly 50 miles one way. The patient refuses to go to a hospital waiting room again to have it adjusted. The patient has never had this working properly on her back when laying down; it's very hard for her to get up off of a floor and she was not going to lay on the floor in a public building. It was believed that there was a problem with the actual device, sometimes it works and sometimes it doesn't. Last week the patient went to her doctor's office to have it adjusted, but it had no power (out of juice), it was dead. It was not dead before she left home. It working before the patient left home, she had to turn it off when she drives as it has a tendency to "spike'" if she moves a bit it doesn't like and she doesn't want that kind of distraction. The patient was sent home to charge and then was supposed to call the company representative. It charged up in the matter of minutes which was telling the patient there might be something wrong with her device because if it was completely dead it does not charge up in less than an hour. The company representative wanted the patient to go to her doctor's office yesterday for him to work on it but she a conflicting appointment. The ins does not work. The patient would really like to have this working properly, if we can't get it to work she has already told the doctor that she is seriously considering having it removed. The patient has told her hcp about the therapy not working for her each time she had a visit. The company representative was going to see the patient on (B)(6). It was noted the patient has cancelled her appointment three times. It was confirmed at the patient's appointment on (B)(6) that there were no device issues. Devices were functioning properly and providing stimulation at the spots for which it was implanted for. The patient stated that she was getting 60% therapy relief but focused on the 40% that she does not get from the spinal cord stimulation (scs). The devices were not implanted for that 40% to begin with. Patient education and ability to understand programming and recharging seemed to be the real issue. The patient was reprogrammed again at her appointment and left happy. If additional information is received, a follow up report will be sent.